Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "deflation" of a silicone device. Device remains implanted.

Event description:
Patient representative reported cyst. The device has been explanted.

Manufacturer narrative:
Additional, changed, or corrected data: b.5, b.6, d6.b, d.9, g.2, h.3, h.6. Device evaluation: analysis of the returned device identified, the weight the device within specification and opening extended on patch. A visual and microscopic analysis was performed which identified, striated opening on patch bond edge. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.